Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed and adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was cut, damaging wires in the cable. The root cause for cut could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages and damaged cable or wires exposed.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete detect and treat testing) was confirmed to a defective u612 inverting charge pump on the ca board, causing no output when the belt is plugged in. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing.